Event description:
The contact stated that the customer's meter was reading lower than usual. She performed normal control tests and rec'd results of 7.6 and 7.8. It was verified the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.